Manufacturer narrative:
The device, used in treatment was not returned for evaluation, reporting event could not be confirmed. A clinical evaluation was conducted and confirms based on the results from the literature the pain experienced by the patient was likely due to the fractured liner and the squeaking was reportedly due to the anteversion of the acetabular shell. Based on the limited information provided and without the return of the device the root cause of the reported broken liner cannot be determined. However based on the revision report of the ¿central piece punched through the outer anulus within the titanium ring¿ manufacturing defect cannot be rule out as a contributing factor. The impact to the patient beyond the revision cannot be concluded. No further clinical assessment is warranted at this time. Possible causes could include but not limited to traumatic injury, joint tightness, material in use, patient reaction or loss of sterility. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed.

Event description:
It was reported that a revision surgery was performed due to a broken liner.